Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was swimming. The patient was referred to their clinic for further evaluation. This device remains in service. No adverse patient effects were reported.